Event description:
Event description boston scientific received information that one day post implant, this pacemaker was exhibiting only ventricular sensing with loss of capture, and atrial fibrillation on the electrogram. The device was programmed in ddd mode with atrial sensitivity at 0.75mv. Impedances were stable in the atrium and ventricle. A rhythm strip was faxed to technical services for review.